Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, burning rash on their chest and back from the lifevest equipment. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed betamethasone cream for the rash. Outcome of the rash is unknown.